Event description:
The manufacturer service technician reported that the device has a bent foot while it was being serviced at the manufacturer service facility. There were no adverse consequences related to this event.